Event description:
It was reported that after an ion endoluminal lung biopsy procedure, the patient developed a pneumothorax requiring a chest tube and hospitalization. The biopsied lesion was 14 mm in size and located in the right lower lobe abutting the pleura. The pneumothorax was identified on a post operative chest x-ray. The pneumothorax was 7.4 cm in size; therefore, an 8 french chest tube was immediately inserted. The physician believed the pneumothorax occurred because the biopsied nodule was very close to pleura and that it could have potentially occurred via another biopsy modality. The patient was hospitalized 24 hours. The diagnosis was metastatic thyroid cancer. There was no allegation that a malfunction of an ion system, instrument, or accessory occurred.

Manufacturer narrative:
There was no allegation that a malfunction of an ion system, instrument, or accessory occurred. A review of the system logs for the reported procedure date showed there were no related system errors to have occurred during the procedure that would have likely caused or contributed to the reported event.